Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient did not have utis before being implanted and they had probably had 24-36 since then. The patient noted the latest one being (B)(6) 2019. The patient reported they didn¿t know the cause of their utis, they were not aware of it being related to their underlying urinary dysfunction, and they thought they were related to the implant. The patient reported the actions performed for their utis included every antibiotic you can think of. The noted not being able to take fluconazole, macrobid, bactrim, and augmentum. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a confirmed urinary tract infection (uti). The patient stated they have had ¿at least 40 utis since they had the damn thing put in¿ and they were at the point that they wanted to rip it out. When asked when the issue started, the patient said they didn¿t know. The patient was unable to clarify which year. The patient was calling to find a new doctor. No further complications were reported.